Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: plastic handle broke. 18 similar investigated events for the lot number 10.520604 have been found. No additional similar investigated events within 6 months for item number 01.00469.002 has been found. Further investigation was performed (see below). Review of event description: it was reported that the handle of the allofit impactor broke off during surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: - visual examination: the allofit impactor has been returned for an investigation. A part of the blue plastic handle has broken off. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => possible, as the instrument has been manufactured prior to design change 500000014673. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => possible, as the instrument has been manufactured prior to design change 500000014673. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it cannot be excluded based on the available information. As the instrument has been manufactured in 2010, a deterioration in function is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Excessively high forces might habe been applied on the handle. As the instrument has been manufactured in 2010, a deterioration in function as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Excessively high forces might habe been applied on the handle. - instrument breaks or deforms due to off-label / abnormal-use => not possible. The instrument does not show signs of an off-label use. Conclusion summary the allofit impactor has been returned for an investigation. A part of the blue plastic handle has broken off. The instrument has been manufactured in 2010. It might be possible that extraordinary high forces might habe been applied repetitively on the impactor. A corrective and preventive action has been implemented in 2011 for the similar issue. In order to improve the instruments performance and strength against higher hammer forces in general, it had been determined to change the design of the handle to full metal. This instrument has been manufactured prior to the design change. A trend has been identified. An occurrence rate calculation has been performed. The design was changed in 2010. For the new metal handle design, no such handle breakages have been reported. The risk for patient is considered low. No harm for patient or user has been reported. The calculated occurrence rate was assessed as acceptable. With the available information there is no need for new corrective measures. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0348501.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 a allofit, impactor, curved broke off. Also the following was reported: all pieces were removed from patient. No patient harm or surgery delay was reported. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.